Manufacturer narrative:
A ge rep evaluated the system and determined a shot cable needed to be replaced. (B) (4).

Event description:
The customer reported, the collimator cable broke after fluoroing. No pt injury was reported.